Event description:
A customer reported three cases of sands of sahara syndrome with two different surgeons. The cases occurred in coincidence with the use of another manufacturer's double spatula. There was no further case after the facility switched back to the previous spatula used. Additional information was provided by the customer who confirmed the three cases resolved with post-operative corticotherapy (unspecified and unknown duration). As per the reporter, the most concerning case had a visual acuity of 9/10 (>20/25) corrected with a slight irregularity of the interface. The customer was unable to provide further details. This is one of three medical device reports being filed for this event. This report is for the third patient.

Manufacturer narrative:
Investigation, including root cause analysis , is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).